Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2019, in (B)(6) hospital, doctor found the hardness of the tube poor during use on patient for internal fixation of rib fracture plus thoracoscopic exploration, which caused the intubation process not successfully and took longer time to perform the surgery." Additional information received and it was reported that "the tube was finally intubated into the patient successfully." The condition of the patient is unknown.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2019, in (B)(6) hospital, doctor found the hardness of the tube poor during use on patient for internal fixation of rib fracture plus thoracoscopic exploration, which caused the intubation process not successfully and took longer time to perform the surgery." Additional information received and it was reported that "the tube was finally intubated into the patient successfully." The condition of the patient is unknown.